Manufacturer narrative:
Evaluation results: visual inspection of the returned product showed that a piece of the lens optic was torn off and two places on the lens haptic were torn off and one piece was missing. Surgical residue/debris on product. Conclusion: the root cause for this event cannot be determined because the cartridge and injector were not returned.

Event description:
The surgeon attempted to implant a aa4203tl toric silicone lens.the facility stated that the lens tore prior to insertion into the eye. No pt contact. The injector and cartridge, model and lot numbers were not specified by the facility.